Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by (expiration) date. Potential adverse events with using the device post-expiration date include infection and stenosis/restenosis. In this case, there was no reported adverse patient sequela or device malfunction and the account was aware of the event.

Event description:
It was reported that on (B)(6) 2014, the 4.0 x 12 mm xience xpedition stent was implanted. It was reported that after the procedure, the account realized that the stent was implanted past its labeled expiration date. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.